Event description:
Patient had a laparoscopic vertical roux-en-y gastric bypass with silastic ring placed approximately two years ago. Patient presented to the physician office this summer to review an egd that was done.